Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Received via medwatch (mw5075164): event description per mw report: tibial loosening total knee, revised. Additional information has been requested. File will be updated when information is received. All med watch submissions related to this report are: 9610612-2018-00163.

Manufacturer narrative:
Additional information provided: components in use listed as concomitant devices are: nx033z / as vega ps femoral comp.cemented f6n r, nx056z / as vega ps tibial plateau cemented t3+, nn264z / as tibial obturator d14mm, nx131 / vega ps gliding surface t3/3+ 12mm, nx044 / patella 3-pegs p4. Brand name: as vega ps femoral comp.cemented f6n r model and catalog # nx033z expiration date: 08/31/2026 34 months k101281

Event description:
Components in use listed as concomitant devices are: nx033z / as vega ps femoral comp.cemented f6n r, nx056z / as vega ps tibial plateau cemented t3+, nn264z / as tibial obturator d14mm, nx131 / vega ps gliding surface t3/3+ 12mm, nx044 / patella 3-pegs p4.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers, and found to be according to specification valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: no product available, and therefore a complete analysis is not possible, but based on the information available, it appears the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately due to a lack of data and without the product, we can not determine the exact cause. Corrective action: any action regarding CAPA will be addressed with product safety case (B)(4).